Event description:
Caller reports lancet protrudes from the end cap of the softclix device afer firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.